Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 and (B)(6) 2024 patient faced an issue with two infusion sets cannula was crimped. The patient faced symptoms within 3 or more hours after insertion. Moreover, the infusion set was in use for 1 day for both events. The patient's blood glucose leveled was 285 mg/dl. The site of insertion was abdomen. Further, they replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.